Manufacturer narrative:
(B)(4). The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection with tenderness and swelling. On (B)(6) 2016, the recipient was treated with antibiotics for 6 weeks. The recipient was recommended non-use of the device for 5 weeks. On (B)(6) 2017, the recipient's infection with tenderness and swelling recurred. On (B)(6) 2017, the recipient was hospitalized. On (B)(6) 2017, the recipient's device was explanted. The recipient is undergoing treatment for infection.

Manufacturer narrative:
The recipient reportedly had a follow-up appointment and confirmed no concerns.